Manufacturer narrative:
The device history record for lot 20047438 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 01 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. The actual complaint product was not returned for evaluation. All information reasonably known as of 04 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that two of the gastropexy anchors came off and the patient developed peritonitis. The device was used under fluoroscopy for gastrostomy in the department of radiology. The wall of the stomach was fixed with gastropexy, widened with dilator and a competitor's gastrostomy tube was placed in the patient. Additional information received 15-apr-2021 indicated the exact event date is unknown, but it was one day after implant. It was not clear if the sutures broke inside or outside of the patient. Both the dilator and the gastrostomy tube were competitor devices. According to the physician, the position of the stomach and ribs overlapped for this patient. Additional treatment for the peritonitis is unknown, but the physician mentioned the patient is now "under recovery step."